Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set cannula was bent upon removal event on (B)(6) 2026 and patient was hospitalized for a day due to hyperglycemia (600 mg/dl) with ketones, having symptoms like fatigue and was treated with IV insulin drip.